Manufacturer narrative:
On (B)(6) 2026, the patient reported experiencing skin irritation from an epatch with universal patch configuration (electrode lot #u604095). The irritation presented as general redness, itching, bleeding/discharge, blisters/welts, and the patient reported that their skin felt hot from the irritation. The patient sought medical treatment and was prescribed a topical steroid medication. The patient agreed to take a break in service (bis) for a few hours due to the skin irritation. The patient confirmed they had been following the recommended skin preparation steps and had no history of skin sensitivity or allergies. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient reported experiencing skin irritation from an epatch with universal patch configuration (electrode lot #u604095). The irritation presented as general redness, itching, bleeding/discharge, blisters/welts, and the patient reported that their skin felt hot from the irritation. The patient sought medical treatment and was prescribed a topical steroid medication. The patient agreed to take a break in service (bis) for a few hours due to the skin irritation. The patient confirmed they had been following the recommended skin preparation steps and had no history of skin sensitivity or allergies. The patient was already rotating the patch placement and elected to keep the patch.